Event description:
It was reported that during the laparoscopic lobectomy surgery, before used on the patient, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 102c43. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received unfired with one opened packaging. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The packaging was inspected, the package seal mark could be observed, no defect was found on the returned packaging. Additionally, photo was provided and it showed one packaging of one psee60a device, and three cartridges with their packaging, no more information could be obtained from the provided photo. The event described could not be confirmed as the no evidence of defect was found on the returned packaging. Device history review a manufacturing record evaluation was performed for the finished device batch number 102c43, and no non-conformances were identified.